Event description:
It was reported that the patient had a loss of therapeutic effect. The patient was requesting MRI guidelines, as she was not informed of restrictions prior to implant. The patient was also offered physician information, as she was unable to find a physician to help her. The patient stated shed had 11 brain surgeries, and that she ¿should have never done the surgery as she was butchered in the first surgery.¿ the stimulator was placed as an ¿experiment¿ on a trial basis as a last ditch effort. The patient had pain at a 10/10 and was willing to try anything. The patient stated it only worked about 6 months and 20% reduction was the most she got out of it. The patient was unable to determine when the device stopped helping her symptoms, but had the device replaced on (B)(6) 2006. It was unclear which device/system the patient as referring to. The patient stated that the device had become a ¿harm¿ to her and she wanted it taken out. The patient was unable to find a physician to remove it as of yet. Additional information was requested, if received, a follow up report will be sent. See MFR 6000032-2014-00053 for a similar report for the patients initial device.

Event description:
Additional information received from the consumer reported in 2006 they suddenly stopped feeling stimulation, and the implant was dead. The consumer was going to find a new healthcare provider (hcp) to get an opinion about getting the ins removed, and perhaps replaced.

Manufacturer narrative:
Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3986ilc, lot# n25571, implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3986ilc, lot# n25571, implanted: (B)(6) 2002, product type: lead.

Event description:
The consumer reported that they did not know the ins was replaced in 2006. They thought they replaced the battery only. There was a report that they had three "grand mall seizures" in 2006 and implant did not help. In 2006, they were reprogramming the settings, taking it off of 4 to 10 and in a matter of five seconds, the patient had a grand mall seizure and two months later, they had two more seizures. The patient turned off the device and never used it again so it just sits there. Relevant medical history includes other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3986ilc, lot# n25571, implanted: (B)(6) 2002, product type: lead.